Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 56x50 mm diameter abdominal aortic aneurysm. The patient had a bulbous, irregular proximal aortic neck that was calcified with thrombus; it was 25mm in diameter. It was reported that at the index procedure the stent graft dropped 6-8 mm resulting in a proximal type I endoleak. The device dropped because it was a little low to start with, and there was a lesion in the proximal right iliac not appreciated. It took a lot of force to get the delivery system out and probably moved it a bit there. The endoleak was ballooned; however it did not resolve. They believe that the stent graft moving occurred when the delivery system was removed, and that it occurred due to the anatomy. The patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate stent graft deployment, endoleak); patient¿s condition affected effectiveness of device (bulbous, irregular proximal aortic neck that was calcified with thrombus). Conclusion: device failure related to patient condition (bulbous, irregular proximal aortic neck that was calcified with thrombus); known inherent risk of a procedure (inaccurate stent graft deployment, endoleak).